Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and the cable connecting ECG c and d was missing. The cause for the test failure was isolated to the missing ECG c and d cable and the pulled dn to rear te cable. The root cause for the missing ECG c and d cable and pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.